Manufacturer narrative:
One cardiomems power cord was received into the lab for analysis. The results of the performance evaluation concluded that the returned unit did not function as intended due to damaged power cord. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to damaged power cord.

Event description:
Related manufacturer reference number: 3004936110-2020-00213. Customer reported the power cord got pulled on by the unit end and when he pushed it back in to the unit it sparked. A replacement unit was issued.